Event description:
It was reported that tip fracture occurred. The target lesion was located in the vessel below the knee. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, due to high calcification, the tip was fractured while crossing the lesion. The procedure was completed with another of same device. There were no patient complications as a result of this event.